Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA by 05/04/2011.

Event description:
Customer reported recurrence of viewing sub system restart.